Event description:
The patient is alleged to have developed shortness of breath symptoms while receiving hemodialysis. The symptoms resolved after changing to a different dialyzer. He did not require hospitalization. This is one of twenty medwatches to be submitted. Sample was discarded so is not available for MFR review.

Manufacturer narrative:
The post market clinical department is in the process of reviewing patient medical records and treatment data information regarding the reported event. A supplemental medwatch report will be submitted upon completion of the investigation. Reference MDR numbers: 1713747-2013-00322, 1713747-2013-00323, 1713747-2013-00324, 1713747-2013-00325, 1713747-2013-00326, 1713747-2013-00327, 1713747-2013-00328, 1713747-2013-00329, 1713747-2013-00330, 1713747-2013-00331, 1713747-2013-00332, 1713747-2013-00333, 1713747-2013-00334, 1713747-2013-00335, 1713747-2013-00336, 1713747-2013-00337, 1713747-2013-00338, 1713747-2013-00390, 1713747-2013-00340.